Event description:
Additional information was received that indicates the lead was returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision procedure was performed. An attempt to reposition the lead was unsuccessful due to suspected tissue in the helix. The lead was explanted and a new ra lead was placed successfully without incident. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lead tip. The helix was observed to be fully intact with no tissue and no signs of damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.